Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient's implantable neurostimulator (ins) indicated an end-of-service/end-of-life (eos/eol) condition. The patient was seen by his physician the previous week and a physician-mode-recharge (pmr) was performed. The patient was sent home to complete the charge; the patient came to clear the power-on-reset (por) message in his physician's office the day of the report. It was noted that the patient might have had another por that was not reported, and was probably not a rechargeable candidate if the device was to be replaced. Additional information received reported that the patient was planning on getting a non-rechargeable (primary cell) replacement ins following cardiac clearance for discontinuing the use of plavix. It was noted that no lead revision would be necessary, but the patient was without stimulation. Additional information has been requested, but was not available as of the date of this report.

Event description:
Additional information was received from the company representative that reported the patient was undergoing an implantable neurostimulator (ins) replacement that day. The replacement was due to the ins being at end-of-service after three overdischarges. The last overdischarge occurred over a year ago, so the patient had been without therapy for at least a year. The patient stated that the therapy worked well when it was on, so only the ins was being replaced. Additional information received two days later reported the patient was getting effective therapy. The ins was not going to be returned to the manufacturer. If additional information is received, a follow up report will be sent.

Manufacturer narrative:
Product ID: 3998, lot#: j0412310v, implanted: 2004-(B)(6), product type: lead, product ID: 37752, serial#: (B)(4), implanted: 2007-(B)(6), product type: recharger, product ID: 37742, serial#: (B)(4), implanted: 2007-(B)(6), product type: programmer, patient product ID: 3708240, serial#: (B)(4), implanted: 2007-(B)(6), product type: extension. (B)(4).